Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
At the scheduled follow-up appointment on (B)(6) 2025, high-grade stenoses of the femoral study stent structures were diagnosed in both upper legs and preventive elective endovascular re-intervention of both legs was recommended due to the increased cardiovascular risk profile (continued smoking/nicotine and known ehlers-danlos syndrome). The intervention of the right leg was scheduled for (B)(6) 2025 (left leg: scheduled for (B)(6) 2025). Balloon angioplasty of moderate to partly high-grade stenoses in the study stents of the right afs was performed without any problems both in the distal zilver flex 7 x 20.0 stent and in the proximal zilver flex 7 x 8.0 stent via a cross-over access via the left groin. In addition, dsa was used to visualise and confirm partly high-grade in-stent stenoses in the study stent construction in the left afs. The patient was discharged the same day without any complaints. Site indicated probable related to the study device: ¿there were multilfocal mild to partly high-grade stenosis within both study stents of the right leg. The stents may have contributed to developing stenoses, however worsening arterial disease might have occured without the stents as well.¿ update 31jul2025: (B)(6) 2025 - planned elective study-stent re-intervention left leg due to high grade stenosis in both study stents in the left proximal and mid to distal afs as well as in a distal adjectant 3rd party stent, the endovascular procedure was sucessful without complications, no overnight stay. Site indicated probable related to the study device and possible to the procedure: ¿there were multilfocal mild to partly high-grade stenosis in the stended left leg arteries. The stents may have contributed to developing stenoses, however worsening arterial disease might have occured without the stents as well.¿ this file will capture the proximal zilver flex zfv6-125-7-40 restenosis (left leg). Resolved on (B)(6) 2025.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-sep-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver flex device of c2082941 lot number and zfv6-125-7-4.0 or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study. It should be noted that this file is related to three other complaint files. For details of the other investigations please refer to (B)(4). (B)(4) relates to high-grade stenosis of the femoral study stent structures distal stent (right leg). (B)(4) relates to high-grade stenosis of the femoral study stent structures proximal stent (right leg) (B)(4) relates to high-grade stenosis of the femoral study stent structures mid to distal stent (left leg) this file relates to high-grade stenosis of the femoral study stent structures proximal stent (left leg) manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: as per the instructions for use, ifu0058 which informs the user about the potential adverse events "that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0058) lists restenosis of the stented artery as a potential adverse event. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to the patient¿s pre-existing conditions. Restenosis of the stented artery is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that can lead to or amplify the restenosis process. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: according to the initial reporter, there was high grade stenosis in both study stents in the left proximal and mid to distal afs as well as in a distal adjectant 3rd party stent, the endovascular procedure was successful without complications. The issue was resolved on the (B)(6) 2025. Complaints of this nature will continue to be monitored for similar events.